Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The device was in good condition. The device turned on, and the manufacturer representative touched the screws on the interlock block and ran a electrical safety check. The device was working as expected. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device reportedly shocked the nurse while using the device. Nurse had gloves on, device was running, and when touched one of the screws on the black plastic plate where the two tubings connected. It was described that they felt a small jolt or shock in fingers and pulled away. User advised it was not a static shock. There was no patient involvement.